Event description:
Clinical study. It was reported that 28 days after a coronary artery drug eluting stenting procedure the pt experienced a hypersensitivity. The lesion being treated was a 3.0mm, 70% stenosed in the mid right coronary artery (mid rca). The lesion was pre-dilated. The physician placed the taxus express2 8.8% 3.0x16mm drug eluting stent without complication. At the first follow-up the pt described a hypersensitivity reaction that was generalized hives with mild severity. The physician treated the pt with oral and intramuscular steroids. The condition was resolved in 2004.